Manufacturer narrative:
B3 event date: exact date unknown, event occurred approximately a month prior to 12nov2021. The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) had a computherized tomography scan performed which revealed reservoir fluid loss, causing the device to be no longer functional. No additional information was provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) had a computerized tomography scan performed which revealed reservoir fluid loss, causing the device to be no longer functional. No additional information was provided.

Manufacturer narrative:
Date of event: exact date unknown and estimated, event occurred approximately a month prior to (B)(6) 2021.